Event description:
The customer reported a leak of approximately 50mls of clear fluid from the right panel of the coulter lh 780 hematology analyzer. The leak was contained within the analyzer. The customer also stated that the analyzer generated intermittent ls offset and sheath tank errors. The customer was wearing personal protective equipment (ppe) which consisted of a lab coat and gloves. There was no direct contact with the leak and no erroneous results were generated in connection with this incident.

Manufacturer narrative:
Beckman coulter customer technical specialist assisted the customer in locating the tubing at the upper sheath restrictor disconnected. The customer re-attached the tubing which resolved the leak issue. (B)(4).